Event description:
Boston scientific received information that one day post-implant this patient had two non-sustained episodes where oversensing and noise was observed in the right ventricular (rv) lead. The physician suspected the source of the oversensing was air in the header of the device which eventually worked its way out. Boston scientific technical services (ts) advised the field representative to investigate the source of the noise, but the noise has not been seen since and could not be recreated with isometrics or pocket manipulation. The patient will continue to be monitored and the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.